Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. Physio removed 3rd party usb data cable from service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while they were attempting to use it to monitor a patient. The customer was able to switch to a back up device and use that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with additional patient information and confirmed that the patient survived the reported event and was transferred to the hospital.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while they were attempting to use it to monitor a patient. The customer was able to switch to a back up device and use that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The cause of the reported issue was determined to be due to a shorted third party usb cable that was connected to the device's system connector. The shorted cable can trip the overcurrent battery protection circuit in the device battery which will cause a sudden loss of power.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while they were attempting to use it to monitor a patient. The customer was able to switch to a back up device and use that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.